Event description:
Customer reported missing, wide gray bands in the images and this led to patient re-exposure.

Manufacturer narrative:
We immediately dispatched field service representative to assess the system. After conversations with technicians and an assessment of the device, it was discovered that the image artifacts were due to a detector issue.  The detector will be replaced to resolve the problem. No additional information has been received on this incident. A follow-up report will be filed if any additional information is received.